Manufacturer narrative:
No product has been returned for evaluation. No product malfunction reported nor serious injury occurred. No product returned for evaluation.

Event description:
On (B)(6) 2017 patient underwent a revision procedure to remove bilateral iliac bolts. Patient was reported to be in a stable condition no allegation of product malfunction.